Event description:
Procedure: vats. Reportedly, during the procedure, the doctor applied the instrument but it could not be fully applied. The surgeon then converted to using suture. There was no bleeding or fluid leakage as a result. Suturing added an additional 30 mins to the procedure.